Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer booted up to black screen with no backlight or light emitting diode (led) on. The inverter was shorted out on lower half and inverter cover was badly melted. The liquid-crystal-display (lcd) cover was also melted from the inverter shorting out. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmer displayed a gray to almost black screen. Troubleshooting was done but the issue remained unresolved. The programmer will be returned. No patient involvement reported.